Event description:
Discordant pt result when testing a specimen in duplicate using the analyzer. The prothrombin time (pt) on the first duplicate result was 35.2 sec with flat curve and no error code. The second duplicate from the same pt yielded a pt of 12.0 seconds with a good curve. No add'l info is known about this pt.